Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accu tni) results generated by the access 2 instrument. The initial accu tni result of 0.57ng/ml was reported out of the lab. The original sample was tested on a different instrument in the customer's lab and a result of 0.33ng/ml was obtained. The sample was re-filtered and then re-tested on the access 2 instrument and accu tni result was 0.84ng/ml. The sample was retested once more on the access 2 and the different instrument and repeated results were 0.74ng/ml and 0.39ng/ml respectively. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications before the event. Qc was repeated after the 2nd result was obtained and passed within specifications. A system check performed in 2008 met specifications. The customer collects samples in plastic, 3ml bd lithium heparin non-gel tubes. The lab filters samples prior to analysis and repeats all high results. Customer performed a precision testing after the event using another draw from a pt and obtained high flyers. The lab discontinued use of the instrument for accu tni testing until service was on-site. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument, replaced several hardware components, and adjusted ultrasonics. The fse conducted diagnostic and precision testing with good results. The fse verified the instrument per established procedures and results met published performance specifications. A clear root cause for this event has not been confirmed to date. A malfunction will be assumed for the purpose of this report.